Event description:
This patient's primary total knee replacement was done on (B)(6) 2011 by dr (B)(6) at (B)(6)hospital. She was brought back in to the o.r. For a "poly swap" on (B)(6) 2013 at (B)(6) hospital. Dr (B)(6) did this procedure. On (B)(6) 2013 dr (B)(6) brought her back in to the o.r. To revise her poly insert. Dr (B)(6) removed the failed poly without any difficulty, and replaced it with another identical poly.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The returned insert is in used condition. There are minor scratches and markings on the proximal surface. There are severe scratches and indentations on the distal surfaces. The anterior locking wire is intact and in good condition. A material analysis was performed. The report concluded: "burnishing and scratching were observed on the articulating surface and are consistent with commonly identified damage modes in uhmwpe inserts. Damage to the distal side and the anterior locking mechanism of the insert suggests that the triathlon tibial insert may not have been properly seated during initial implantation. No material or manufacturing defects were observed during this examination." The event was confirmed. The investigation concluded that the reported event was not caused by manufacturing factors. Rather, it is likely the tibial insert was not seated properly during implantation.

Event description:
This patient's primary total knee replacement was done on (B)(6) 2011 by dr. (B)(6) at (B)(6) hospital. She was brought back in to the o.r. For a "poly swap" on (B)(6) 2013 at (B)(6) hospital. Dr (B)(6) did this procedure. On (B)(6) 2013, dr (B)(6) brought her back in to the o.r. To revise her poly insert. Dr (B)(6) removed the failed poly without any difficulty, and replaced it with another identical poly.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.